Event description:
It was reported that the patient was treated appropriately for two episodes of ventricular tachycardia (vt) with anti-tachycardia pacing (atp). In each episode the atp accelerated the patient's rhythm from the vt zone to the ventricular fibrillation zone and a 41 joule shock was delivered which successfully converted the rhythm. No out of range measurements were observed. Cardiology was consulted for rhythm analysis and device programming. The cardiac resynchronization therapy defibrillator remains in service and no additional adverse patient effects were reported.